Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed that the noise was consistent with oversensing related to the minute ventilation feature. Ts discussed troubleshooting options as well as the option of programming the respiratory rate trend feature off and continuing monitoring. The root cause of the out of range measurements was not determined. The minute ventilation feature was programmed off and the physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.